Event description:
The hospital reported that during an endoscopic vein harvesting procedure the 7 mm extended length endoscope lens was fogging up, and it appeared that there was moisture in the lens. This was during a case with no patient effects. The case was completed using another scope. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)